Event description:
Boston scientific received information that this patient recieved inappropriate anti tachycardia therapy and shocks which were exhausted during swimming. Programming options were discussed. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.